Manufacturer narrative:
The investigation was just started. The result will be provided in a follow up report.

Event description:
It was reported that the problem was a ventilator failure and pressure sensor failure during surgery, the ventilator failed. No injury was reported.

Manufacturer narrative:
Investigation of the log file revealed that the supervisor function of the software forced a shut-down of automatic ventilation to protect the patient from potentially hazardous output - an implausible divergence between the readings for inspiratory and expiratory pressures was measured. The log contains no hint for the potential presence of a hardware failure, the data shows that the pressure sensors were producing correct readings. The performed system test passed without deviations, which confirms the validity of that statement. In case of such a shut-down of automatic ventilation, the device alarms ventilator failure with the highest alarm priority. Manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. The fresh-gas delivery and anesthetic agent delivery from connected vaporizers and the integrated monitoring are still available. All alarms, possible causes and remedies are described in the atlan IFU. The exact root cause for the measured divergence cannot be derived from the logs - a plausible scenario would be a squeezing of the breathing tubes due to e.g. Patient repositioning. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the problem was a ventilator failure and pressure sensor failure during surgery, the ventilator failed. No injury was reported.